Manufacturer narrative:
The reported event was a device reset during device security upgrade in the field. Upon receipt, the device was interrogated on a programmer and it was found to be in backup vvi mode. Telemetry, pacing, sensing, impedance, hv output, hv shock and patient notifier were tested. The device functionality was found to be normal. The same firmware version was downloaded, and the device was taken out of reset. The device was able to be interrogated with a programmer normally. The device security upgrade was performed, and the upgrade operation was completed successfully. The reset could not be reproduced. The reported field event of reset was confirmed in the lab.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) had a firmware update related reset, resulting in loss of defibrillation therapy. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.